Manufacturer narrative:
Product event summary: (B)(4) - the proximal segment of the lead was returned, analyzed and no anomalies were found, visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Product: d334trm implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2012; 6935m55 implantable tachy lead, implanted: (B)(6) 2012; 1688tc competitor implantable pacing lead, implanted (B)(6) 2009.

Event description:
It was reported that an infection occurred. The lead was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.